Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the versacross connect access solution for faradrive device. Pericardial effusion is an expected procedural complication addressed within the IFU for the versacross connect access solution for faradrive.

Event description:
It was reported that the patient experienced a small pericardial effusion and procedure was cancelled. It was reported that versacross connect access solution for faradrive selected for pulse field ablation (pfa) procedure. The versacross connect with faradrive sheath was used for the transeptal. The patient had a very small fossa ovalis with a thick septum. The transeptal was being guided by fluoroscopy and by the anesthetist on transesophageal echocardiography (toe). The first crossing of the pigtail wire seemed to take a strange direction. The doctor withdrew the wire and was successful with the second transeptal (no radiofrequency (rf) was used). The wire appeared to cross successfully to the left superior pulmonary vein (lspv) with the pigtail going into the pulmonary vein (pv). The doctor then inserted the farawave catheter over a starter rosen wire. He maneuvered the rosen wire a few times to find the left inferior pulmonary vein (lipv). Then, deployed the farawave nav to do flower calibration. At this time, the anesthetist was asked to check the heart again before removing the transesophageal echocardiography (toe). During the check, he identified the small effusion. Patient remained stable the entire time. An ultrasound was then performed which confirmed a small effusion. The catheter was removed from the patient and procedure was cancelled. The patient was then admitted to intensive care unit (ICU) for close monitoring. The patient is expected to fully recover. It is confirmed that no intervention was needed. It was small effusion, monitored on transesophageal echocardiogram (toe), then called for ultrasound. The patient and blood pressure were stable. As a precaution they were sent intensive unit care for monitoring overnight. No extra intervention needed. Patient was discharged.

Event description:
It was reported that the patient experienced a small pericardial effusion and procedure was cancelled. It was reported that versacross connect access solution for faradrive selected for pulse field ablation (pfa) procedure. The versacross connect with faradrive sheath was used for the transeptal. The patient had a very small fossa ovalis with a thick septum. The transeptal was being guided by fluoroscopy and by the anesthetist on transesophageal echocardiography (toe). The first crossing of the pigtail wire seemed to take a strange direction. The doctor withdrew the wire and was successful with the second transeptal (no radiofrequency (rf) was used). The wire appeared to cross successfully to the left superior pulmonary vein (lspv) with the pigtail going into the pulmonary vein (pv). The doctor then inserted the farawave catheter over a starter rosen wire. He maneuvered the rosen wire a few times to find the left inferior pulmonary vein (lipv). Then, deployed the farawave nav to do flower calibration. At this time, the anesthetist was asked to check the heart again before removing the transesophageal echocardiography (toe). During the check, he identified the small effusion. Patient remained stable the entire time. An ultrasound was then performed which confirmed a small effusion. The catheter was removed from the patient and procedure was cancelled. The patient was then admitted to intensive care unit (ICU) for close monitoring. The patient is expected to fully recover. It is confirmed that no intervention was needed. It was small effusion, monitored on transesophageal echocardiogram (toe), then called for ultrasound. The patient and blood pressure were stable. As a precaution they were sent intensive unit care for monitoring overnight. No extra intervention needed. Patient was discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.